Manufacturer narrative:
A ge service representative performed an on site investigation. The isd power controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
There is no report of death or serious injury associated with this complaint. It was reported the system failed to power on. There is no boot situation.